Event description:
Information received regarding the explanted device notes oversensing and an unanticipated rate decrease. Also reported was t hat the patient had a low heart rate and that pauses were noted.